Manufacturer narrative:
(B)(4). On (B)(6) 2014, the therapy with vancomycin was suspended. At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The bacterial peritonitis was manifested by flank pain and cloudy effluent. The patient was not hospitalized for the bacterial peritonitis. Beginning the day of onset and after the peritoneal culture and peritoneal analysis was performed; the patient was treated with ceftazidime 1 gram per day intraperitoneally (duration not reported) and vancomycin 2 gram once in every five days for one month intraperitoneally for the bacterial peritonitis event. Four days after therapy with ceftazidime was initiated, this antibiotic therapy was suspended. The patient was recovering from the bacterial peritonitis event. The patient was retrained on proper aseptic technique. Extraneal and physioneal therapies were ongoing. Additional information was requested but is not available.